Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain from eroded mesh, abdominal and flank pains and vaginal itching. Patient requires additional procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.